Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts to power it on and charge it. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to try different button presses and plug pump into working power source, but issue persisted, so pump was placed into storage mode and scheduled for return, replacement pump was arranged under warranty, and customer planned to use multiple daily injections as backup therapy while preparing to re-enter pump settings and reconnect continuous glucose monitor on replacement device.